Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check or complaint history review. Medical records were not provided however one x-ray was provided and reviewed by medical with notes as follows: final x-ray report received and attached under x-rays. Please note, per impression, 'suspected disrupted and displaced glenoid surface component. Large amount of heterotopic bone seen inferior to the glenohumeral joint.' A definitive root cause cannot be determined.

Event description:
It was reported by the 411 group the patient underwent an initial right shoulder arthroplasty at an unknown date. Subsequently the patient has been indicated for a revision, however, a revision has not been reported.